Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pg exchange procedure this right ventricular (rv) lead was surgically abandoned due to a lead damage. It was then successfully replaced. Reasonable evidence suggest that this lead exhibited a malfunction. No adverse patient effects were reported. Pc.